Manufacturer narrative:
Patient identifier and weight were not provided. Unique identifier (UDI) number: (B)(4). Initial reporter telephone number: (B)(6). Sorin group (B)(4) manufactures the synthesis p.h.i.s.i.o. Adult membrane oxygenator. The incident occurred in (B)(6). Sorin group (B)(4) received a report that a small volume of red-tinted fluid was observed within the coupling of the synthesis p.h.i.s.i.o. Adult membrane oxygenator while the perfusionist was decoupling the heater-cooler system from the oxygenator inlet/outlet. There was no report of patient injury. The device has been returned to sorin group (B)(4) and the investigation is in progress. A follow-up report will be submitted when the investigation is complete.

Event description:
Sorin group (B)(6) received a report that a small volume of red-tinted fluid was observed within the coupling of the synthesis p.h.i.s.i.o. Adult membrane oxygenator while the perfusionist was decoupling the heater-cooler system from the oxygenator inlet/outlet. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the synthesis p.h.i.s.i.o. Adult membrane oxygenator. The incident occurred in (B)(6). The involved device was returned to sorin group (B)(4) for investigation. The oxygenator heat exchanger was disassembled and leak tested. Additionally, the device was subjected to standard use simulation by recirculating demineralized water for 6 hours in the blood compartment, periodically changing the water temperature. This extended testing confirmed a very small leak. The heat exchanger was dissected and analyzed using optical microscopy. The point of leakage could not be identified, suggesting a very small hole. Due to the results of the investigation, sorin group (B)(4) has concluded that the most probable root cause is superficial damage of the metallic sheet, which initially did not cause a leak but developed into a small hole during use, likely due to corrosion as has been observed in the past for similar events. The frequency of occurrence for this type of event is very low ((B)(4)). Sorin group (B)(4) will maintain the post market surveillance to identify any need for corrective actions should the occurrence of the events increases. In addition, sorin group (B)(4) is conducting a review of the heat exchanger manufacturing process to identify possible actions that could further reduce the occurrence of this type of issue.